Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device's software was reloaded to correct the issue by the reporting facility. The ventilator was returned to the manufacturer for further evaluation. The device passed all testing and was found to operate and alarm as designed.